Event description:
It was reported that balloon rupture occurred. A 4.50mm x 8mm nc emerge balloon catheter was selected for use. However, the balloon ruptured even before using it. The procedure was completed with an alternate device. There were no patient complications reported.